Event description:
The customer reported to baxter healthcare one (1) clearlink paclitaxel set in which the spike disconnected from an unspecified solution bag port during patient infusion on an unknown date. There is patient involvement; however, there is no report of patient injury or adverse event. No further information is available.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. If additional information becomes available, a follow-up report will be submitted.